Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and suture was used. During the procedure when suturing the mucosa of the gastrointestinal tract, the needle broke. The broken needle was retrieved during the same procedure with no additional tissue damage. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Upon visual inspection, the needle was found to have scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.